Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. In an update received (B)(6) 2023, it was reported abbott received shipment confirmation for the charger from continuum. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was explanted and replaced restoring therapy.